Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed tibial component, catalog #: 42532006701, lot #: 62928744, nexgen tibial stem, catalog #: 00595006745, lot #: 62275444, unknown femoral component, catalog #: unknown, lot #: unknown, unknown patella component, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02871, 0001822565-2018-02872, 0001822565-2018-02873, 0001822565-2018-02874, 0001822565-2018-02875. Mw5076386 ((B)(6) 2018). Mw5076386 ((B)(6) 2018). Remains implanted.

Event description:
It was reported that the patient is suffering from pain and instability, causing the patient to fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Date of event was previously reported as (B)(6)2015 and should be unknown date in 2017. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.